Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Per the company representative, the pump was being explanted and was to be replaced with a non-manufacturer pump.

Manufacturer narrative:
Analysis of the pump revealed the pump had a miscellaneous low battery reset as the root cause of the reset was undetermined.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient from (B)(6) who was receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 500mcg/ml at a dose of 200mcg/day. The patient experience increased spasticity. A reset and premature battery depletion of the pump occurred which was confirmed by logs. There were no environmental/external/patient factors that may have led or contributed to the issue. Solving of the issue was not possible. Surgical intervention was planned; however, it was not yet scheduled. The patient status was reported as alive - with injury. Additional information has been requested, but it was not available at the time of this report. The session data report showed that the pump was in safe state and reset occurred; the pump was in safe state on (B)(6) 2016 11:18. Reset occurred - low battery on (B)(6) 2016 11:18. Estimated elective replacement indicator (eri) was 21 months. Pump status after update showed that the low reservoir alarm date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.